Event description:
This device is a surgical instrument used to hold the cranium in place during surgery. It consists of a tip that is inserted into the patient's cranium and a body part in one piece. Three of these devices were used to hold the patient's cranium in place during a neurosurgical procedure. After the surgery, when the hospital staff attempted to remove them from the patient's head, the connection between the tip of the device and the main body loosened on two of the three pieces, causing the removal to take longer than usual. The occurrence of this event prolonged the anesthesia time. There were no residuals to the patient.

Manufacturer narrative:
The product was reviewed and found to have no manufacturing issues. It functioned as intended upon inspection. It is a single-piece design, not intended to be disassembled. The user mistakenly believed the tip could be detached. The returned item showed damage such as protruding pins, wear marks, and tool-related deformation. These signs suggest improper handling, not a product defect. The user has been informed.

Event description:
This device is a surgical instrument used to hold the cranium in place during surgery. It consists of a tip that is inserted into the patient's cranium and a body part in one piece. Three of these devices were used to hold the patient's cranium in place during a neurosurgical procedure. After the surgery, when the hospital staff attempted to remove them from the patient's head, the connection between the tip of the device and the main body loosened on two of the three pieces, causing the removal to take longer than usual. The occurrence of this event prolonged the anesthesia time. There were no residuals to the patient.